Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being presented to the emergency room with an acute infection. The surgeon had to perform and irrigation and drainage (I&d) and replace the poly as it was disrupted.